Event description:
It was reported that this implantable pacemaker was explanted due to displaying an alert, the origin of the alert was not specified. This device was replaced an it is not expected to be returned. No further adverse patient effects were reported.